Event description:
It was reported that electrogram (egm) review was requested for the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system due to stored episodes containing noise with oversensing. There was no indication of pacing inhibition, as the patient's intrinsic rhythm was observed. It was noted that impedance measurements were stable around 500 ohms, sensing showed r-waves >25 mv, and sensitivity was set to .6 mv. Noise was not reproducible with isometrics or pocket manipulations. Technical services (ts) discussed that this may be the onset of lead integrity concerns. Programming/troubleshooting options were reviewed, and the health care professional (hcp) stated that the patient will likely undergo chest x-rays. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was explanted and replaced during a device therapy upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that electrogram (egm) review was requested. For the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system, due to stored episodes containing noise with oversensing. There was no indication of pacing inhibition, as the patient's intrinsic rhythm was observed. It was noted, that impedance measurements were stable around 500 ohms, sensing showed r-waves >25 mv, and sensitivity was set to .6 mv. Noise was not reproducible with isometrics or pocket manipulations. Technical services (ts) discussed, that this may be the onset of lead integrity concerns. Programming/troubleshooting options were reviewed, and the health care professional (hcp) stated, that the patient will likely undergo chest x-rays. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.